Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose ranged between 80 and 120mg/dl. Reportedly, the customer used pump supplies beyond labeling. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the customer successfully cleared the alarms, and continued to use the pump for insulin therapy.